Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during a postoperative examination, the doctor found that the peritoneal catheter was blocked due to not enough space in the patients abdomen. It was reported that the peritoneal catheter was explanted on (B)(6) 2015 and replaced with a new catheter. According to the report, there was no injury to the patient and the patient is currently doing very good.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).